Event description:
The graft was implanted for a thoracic aortic aneurysm replacement procedure and leaked blood. The quantity and duration of the graft's leakage is reported to be unk. There was no injury to the pt. The graft was left in. The pt is doing well.